Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. The subject device was manufactured in december 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the phenomenon "unable to inject liquid into the target tissue" occurred due to the compressive bucking on the needle tube. It is possible the bucking on the needle tube was caused when the needle was extended because of the great friction between the outer tube and the needle bucking on the needle tube. ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·angle of the distal end of the endoscope however, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage." "Straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated." "Do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion." "Before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage." "Confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage." "When inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged." "Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid." "Do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the injector packaging, which was completely closed, was opened, the injector was introduced into the colonoscope, and the infiltration was performed correctly. When the injector was introduced into the colonoscope for the second time, the needle could no longer be activated and infiltration could not be performed, so the therapeutic colonoscopy was prolonged for 15 minutes, and was subsequently postponed. The postponement of the procedure did not require a hospital stay for the patient. The colonoscopy was completed on the same day. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found one of the two injectors worked correctly and the second one took a little longer to expose but it worked. Should additional relevant information become available, a supplemental report will be submitted. Information is provided by the user facility.